Event description:
In 2009, baxter received an FDA inquiry regarding a facility medwatch, which the complaint was not previously received upon a complaint database search. Master complaint was opened. The physician and pt request that the IV tube be saline solution flushed to eliminate acrylic dust contained within the tubing and solution set. Acrylic dust migrates to inside diameter of tubing during the fabrication process. Particles pick up free electrons and migrate. Pt has experienced several previous problems during prolastin infusions for alad in 2003-2004, and during eye and facial surgeries in 2007. This complaint is for the 2003-2004 incident (one of three for the same pt). No additional info was provided for this incident. The pt believes that acrylic dust is present in every IV, therefore, all IV tubing must be flushed with saline solution prior to use. Pictures of several surgical events are available and will be available for the most recent 2009 event. There is potential impact for secondary raynaud's syndrome and scleroderma (leathery skin). Dates of use 2003 - 2004, 2007 and 2009. Diagnosis or reason for use: prolastin infusions 2003-2004. Surgery in 2007 and catscan in 2009. Event abated after use stopped -yes. Event reappeared -yes.

Manufacturer narrative:
Baxter has requested the name of the reporter and facility from the FDA, but was informed that the reporter is confidential and no further info could be provided. Baxter has not received any samples and is unable to contact the customer.